Event description:
It was initially reported to boston scientific corp on march 24, 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, after taking the first bite, difficulty was experienced withdrawing the device from the scope. Once removed, the site indicated that the device jaws would not open. Furthermore, the device had worked appropriately, when tested, prior to use. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; bent clevis.

Manufacturer narrative:
A visual examination of the returned device found that the clevis arms were bent. The failure likely occurred due to the application of an excessive force onto the device. A functional check was not completed due to the sample return condition. The bent clevis arm may have caused the device to get stuck within the scope if the failure occurred when excessive force had been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).